Manufacturer narrative:
No product was returned. Therefore, the reported complaint could not be confirmed. And the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided. Therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported, that during the use of the device. A high pressure alarm went off. No patient injury reported.